Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the provided op notes. It is noted in revision op-notes that "the cephalic vein was ligated inferiorly, as it tore during the dissection." DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the cephalic vein was inferiorly ligated during the dissection as it tore. No further information has been made available at this time.